Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 41 mg/dl and approximately 20¿30 minutes spent below range; the user had announced a meal while glucose was low and subsequently treated with four glucose tablets and fast-acting carbohydrates, after which glucose returned to 87 mg/dl. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included transient interruption of normal activities and need for oral carbohydrate intervention, with no hospitalization or professional medical treatment. Investigation included complaint intake review, patient counseling on appropriate hypoglycemia management, and troubleshooting focused on meal announcement practices during low glucose. Investigation of this case revealed user-related operational factors, specifically meal insulin announcement during hypoglycemia, which can increase insulin delivery and worsen or prolong low glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement during hypoglycemia and cause unclear regarding any additional contributing factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.